Event description:
There was an allegation of questionable elecsys hcg test system results for 1 patient on a cobas e 411 immunoassay analyzer. The initial hcg result was 962.6 miu/ml. The first repeat result was 1.3 miu/ml. The second repeat result was 947.7 miu/ml. It is unknown if any results were reported outside of the laboratory. The hcg reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) replaced the sample probe and adjusted its positioning. The fse replaced the liquid-level detection printed circuit board. The root cause of the event could not be determined. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.